Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that some mr290 autofeed humidification chambers supplied with rt329 infant continuous flow breathing circuit kits were leaking at the base of the chamber. They further reported that sometimes when the rt329 circuit became pinched off in the incubator, the chamber would crack. The rt329 breathing circuit is supplied with a pressure relief valve and the hospital has confirmed that they were not using the pressure relief valve when the chambers cracked no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint mr290v chamber, with lot number 110504, was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked along the base, near the bracket. There were also several dents in the base, which appeared to be as a result of impact damage a lot check revealed four other complaints of this nature for lot number 110504, and two other complaints for lot number 110805. Conclusion: as the chamber showed signs of impact damage, it is most likely that the chamber cracked during use as a result of the stresses imposed on the dome from the impact damage. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." We are currently carrying out an in-depth investigation into the cause of the chamber cracking. Our investigations so far have indicated that the failures could be related firstly to chemical attack due to the use of harsh cleaning agents, and, secondly, damage occurring during transport and handling at the customer facility. (B)(4).

Event description:
A hospital in (B)(6) reported that some mr290 autofeed humidification chambers supplied with rt329 infant continuous flow breathing circuit kits were leaking at the base of the chamber. They further reported that sometimes when the rt329 circuit became pinched off in the incubator, the chamber would crack. The rt329 breathing circuit is supplied with a pressure relief valve and the hospital has confirmed that they were not using the pressure relief valve when the chambers cracked no patient consequence was reported.